Event description:
It was reported that (1) device was used during a laparoscopic sigma. It was reported by the affiliate that the lcsc5 had no function and no coagulation. Another instrument was used to complete the case. There was no consequence to the pt.